Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the endotracheal tube cuff was checked prior to use, and there were no issues. It was inserted with ease but developed cuff leak 35 mins post-insertion. It was a slow leak- the pilot balloon deflated. The endotracheal tube had to be changed in order to continue the procedure. After checking the faulty cuff, it had fluid and could see a leak bubbling from a hole around the junction where the cuff had been welded to the main body of the tube. There was patient involvement, but no patient harm reported.